Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the guidewire is confirmed and was determined to be use related. The product returned for evaluation was a 20ga x 2.25¿ accucath ace catheter. The safety was engaged and the needle was fully withdrawn into the housing. The guidewire exhibited a complete break and the segment was returned for evaluation. Microscopic inspection of the catheter revealed a perforation 1cm from the distal tip. Necking and material flow were observed at the split site suggesting it was pulled against the needle tip. Microscopic inspection of the guidewire revealed misaligned coils. The proximal end of the guidewire was fractured in a region that corresponded to the needle bevel. The fracture site exhibited some necking and buckling around the fracture site. The fracture surface of the guidewire was granular with a region of increased luster. The guidewire fracture features and catheter perforation were consistent with damage caused by contact between the guidewire and needle. Such damage may occur if the guidewire tip becomes constrained, causing the wire to fold over the needle as the needle is inserted and if the wire is retracted against the needle bevel at a sharp insertion angle. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by the customer that during ultrasound guided insertion the customer experienced guidewire because unattached. Nurse noticed and was able to remove guidewire from patient. No other information provided. Additional information provided 11 oct 23: it was reported by the customer ¿I was placing an ultrasound guided IV in patient's upper ac on the right arm, I inspected the needle and guidewire before insertion and they appeared to be in good condition. After I inserted the needle in the skin I visualized the needle entering the vein on ultrasound, I threaded the guidewire and initially met some resistance but was then able to thread guidewire easily. After guidewire was visualized in the vein, I threaded the catheter. After this I engaged the safety to retract the needle of the IV, when I did this the sound that it made sounded different than previous times and I noticed the guidewire was not intact or in the chamber of the safety with the needle. I applied pressure around the cannula of the IV catheter in hopes that I could pull the guidewire out. I visualized with the ultrasound that the guidewire was present in the vein at this time. After I pulled the catheter out I noted no guidewire. Upon further inspection, a very small piece of the guidewire was present on the outside of the skin surface. I used my gloved finger/fingernail to grab the guidewire and pulled it out. The coil of the guidewire was present and that gave me confirmation that no wire was retained in the patient. I inspected the vein with ultrasound after and found no remaining guidewire pieces. There was no delay, another peripheral IV was placed twenty minutes later.¿

Event description:
It was reported by the customer that during ultrasound guided insertion the customer experienced guidewire because unattached. Nurse noticed and was able to remove guidewire from patient. No other information provided. Additional information provided 11 oct 23: it was reported by the customer ¿I was placing an ultrasound guided IV in patient's upper ac on the right arm, I inspected the needle and guidewire before insertion and they appeared to be in good condition. After I inserted the needle in the skin I visualized the needle entering the vein on ultrasound, I threaded the guidewire and initially met some resistance but was then able to thread guidewire easily. After guidewire was visualized in the vein, I threaded the catheter. After this I engaged the safety to retract the needle of the IV, when I did this the sound that it made sounded different than previous times and I noticed the guidewire was not intact or in the chamber of the safety with the needle. I applied pressure around the cannula of the IV catheter in hopes that I could pull the guidewire out. I visualized with the ultrasound that the guidewire was present in the vein at this time. After I pulled the catheter out I noted no guidewire. Upon further inspection, a very small piece of the guidewire was present on the outside of the skin surface. I used my gloved finger/fingernail to grab the guidewire and pulled it out. The coil of the guidewire was present and that gave me confirmation that no wire was retained in the patient. I inspected the vein with ultrasound after and found no remaining guidewire pieces. There was no delay, another peripheral IV was placed twenty minutes later.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that during ultrasound guided insertion the customer experienced guidewire because unattached. Nurse noticed and was able to remove guidewire from patient. No other information provided. Additional information provided 11 oct 23: it was reported by the customer ¿I was placing an ultrasound guided IV in patient's upper ac on the right arm, I inspected the needle and guidewire before insertion and they appeared to be in good condition. After I inserted the needle in the skin I visualized the needle entering the vein on ultrasound, I threaded the guidewire and initially met some resistance but was then able to thread guidewire easily. After guidewire was visualized in the vein, I threaded the catheter. After this I engaged the safety to retract the needle of the IV, when I did this the sound that it made sounded different than previous times and I noticed the guidewire was not intact or in the chamber of the safety with the needle. I applied pressure around the cannula of the IV catheter in hopes that I could pull the guidewire out. I visualized with the ultrasound that the guidewire was present in the vein at this time. After I pulled the catheter out I noted no guidewire. Upon further inspection, a very small piece of the guidewire was present on the outside of the skin surface. I used my gloved finger/fingernail to grab the guidewire and pulled it out. The coil of the guidewire was present and that gave me confirmation that no wire was retained in the patient. I inspected the vein with ultrasound after and found no remaining guidewire pieces. There was no delay, another peripheral IV was placed twenty minutes later.¿